Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the customer was currently hospitalized due to a high blood glucose level. The customer was wearing the insulin pump at the time of admission. Caller stated that paramedics were called and the customer was taken to the emergency room, then later admitted. Troubleshooting did not show any malfunction; caller requested a replacement. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The device was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump passed the delivery accuracy test.